Event description:
The patient received two leads with the same lot number. It was reported the patient was experiencing unwanted stimulation in the rib area and not in the legs where the stimulation was needed. The sjm representative met with the patient for reprogramming attempts, but was unable to resolve the issue. Follow up identified an x-ray showed the left lead had migrated downward. Further follow up found the physician performed surgical intervention on (B)(6) 2013 to reposition one lead. It was reported effective stimulation was achieved, and no devices were removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.